Manufacturer narrative:
The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2016-01717 and 3007042319-2016-01718) submitted for devices related to the same event.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentations confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2016-01717 and 3007042319-2016-01718) submitted for devices related to the same event

Manufacturer narrative:
Hvad pump (B)(4) was returned for evaluation; however, outflow graft lot # 1001896185 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device (B)(4) against current manufacturing/design specifications. Review of the manufacturing documentations confirmed that the associated devices met all requirements for release. Review of log files was not performed since log files were not provided for analysis. Analysis of the pump revealed that the device passed visual examination, functional testing and dimensional verification. Pathological evaluation did not show any evidence of thrombus within the pump. Based on the event details, the site noted a "clot" in the outflow graft, thus visually confirming thrombus in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. This is report one of two reports (3007042319-2016-01717, and 01718) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the procedure done on ECMO and not cpb, however, act found to be very low after pump seated in sewing ring and clot seen in the outflow graft so original pump and graft inserted. The pump and graft were removed by and disposed of at the site. The patient tolerated the pump exchange well and went home in the normal amount of post op.